Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis due to her mis-management of her diabetes, and a blood glucose of 586 mg/dl. The customer's mother stated that the customer has been having high blood glucose levels for the past five days leading up to the event, and that the customer had last changed her infusion set the day of the event. The customer's mother then stated that she does not perceive the insulin pump to be the cause of the event and that the basal rates had been adjusted since four days before the event. It was found in the alarm history that there was an auto off and a no delivery alarm, but that they were dated over a week before the event. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.